Event description:
(B)(4). It was reported that during a carotid artery stenting treatment procedure hypotension occurred. The target lesion was located in the ostium of the left internal carotid artery with 95% stenosis and was 10 mm long with a 6 mm reference vessel diameter. The target lesion was treated with placement of a filterwire ez and a 4-9 x 30 mm nexstent. Following post-dilatation, residual stenosis was 5%. The patient experienced hypotension with onset the day of the index procedure and was treated with medication and resolved two days post-index procedure and was discharged.

Manufacturer narrative:
(B)(6). The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complications because hypotension is listed in the IFU as a potential adverse event. (B)(4). Device unavailable for analysis.